Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted to be sepsis and multi-organ failure. The vad coordinator reported that the patient had a driveline infection that progressed into a pump pocket infection. There was no device malfunction. The patient was in hospice and chose to withdraw support. The patient passed away shortly after. No other information is available at this time.

Manufacturer narrative:
The patient passed away on hospice, and the pump was not explanted from the patient, therefore will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.